Event description:
The user facility reported that a portion of the guidewire was "stripped down to the core" during a urology procedure, when the physician was pulling the guidewire back through the introducer needle. Follow-up communication confirmed that the detached material was retrieved using an alligator grasper, the procedure was completed successfully and there were no complications for the patient.

Manufacturer narrative:
Results= is based upon evaluation of the returned sample and user facility info. Conclusions- is based upon evaluation of the returned sample and user facility info. The involved sample was returned for evaluation. Examination confirmed that the coating had been cut on a diagonal, and a portion was separated from the wire. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and the appearance of the returned sample are consistent with damage to the glidewire's coating, due to incorrect user technique involving manipulation of the guidewire against a sharp surface, such as along the bevel of the metal entry needle that was reportedly used during the procedure. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been report previously. The instructions-for-use do address the potential for such an event by stating in the warnings/ precautions section, that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.